Event description:
A physician reported that air was coming out and blade came off and fell down in the vitreous body during the vitrectomy surgery. The surgery was completed after replacing the product with another one. There was no patient harm. Additional information requested and received that the damaged part was removed from eye during the same surgery.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
One piece of metal on gauze was received in a small parts tray. Only the broken portion of the tip was received. The whole probe device was not received; therefore, the condition of the overall product could not be verified. A review of the device history records traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. Only the broken portion of the tip was received, the whole probe assembly was not received. Therefore, the complaint was unable to be confirmed and the exact root cause of the complaint could not be verified. The complaint was unable to be confirmed and an exact root cause could not be verified, therefore, no specific action with regard to this complaint was taken. Probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformance's found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).